Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The product has been received and the evaluation is pending.

Event description:
It was reported that the pump was set up to infuse at 125cc/hr but pump doubled the infusion rate by itself. Although requested, no further information was provided including patient involvement.

Event description:
It was reported that the pump was set up to infuse at 125cc/hr but pump the doubled the infusion rate by itself. Although requested, no further information was provided including patient involvement.

Manufacturer narrative:
A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.